Event description:
Customer reported blood glucose results of 491 mg/dl, 230 mg/dl, and 366 mg/dl within 10 mins on the advantage sys. Customer reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the sys. Replacement was sent.